Manufacturer narrative:
A fracture of the sensing coil and inner insulation damage were found at 6.0cm from the pin consistent with fatigue. Electrical analysis revealed a short circuit among the sensing and pacing path in the is-1 connector leg.

Event description:
It was reported that noise was observed when moving the ICD can. Insulation damage was noted near the connector pin. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the sensing coil and inner insulation damage were found at 6.0cm from the pin consistent with fatigue. Electrical analysis revealed a short circuit among the sensing and pacing path in the is-1 connector leg. This fracture is consistent with the observation from the field of noise.